Event description:
Litigation alleges that patient experienced hip pain, which continued to worsen considerably and significantly impaired ability to walk or even work. This, combined with alleged increased metal ion levels, resulted in pain and suffering.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update - (B)(4) 2013 - patient's revision operative records were received. Records indicate upon revision the patient's cup was found to be loose. Also noted, was dark tissue staining. There is no new information that would change the existing MDR decision. Dor: (B)(6) 2013.

Manufacturer narrative:
Update - (B)(4) 2012 - plaintiff's preliminary disclosure form was received which identified part/lot information. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.